Manufacturer narrative:
Updated fields:b4,e3,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion)h11. Corrected field:b6,b7,e1(event site name),e3,g2,g4,g7. A complaint was received during clinical use of a cardiosave system involving a fiber optic sensor failure alarm shortly after a patient arrived from the cath lab. Troubleshooting identified a kinked fiber optic cable, prompting a switch to a transducer based pressure source. During this process, the pump could not be zeroed due to an unresponsive touchscreen, leading to replacement of the pump. However, inaccurate and dampened arterial pressure waveforms persisted despite multiple interventions including swapping cables, verifying catheter placement via x ray, and comparing pressures with a bedside arterial line. Significant discrepancies between the pump readings and bedside monitor values indicated a measurement issue localized to the pump system. Further isolation revealed that when the inner lumen was connected to the bedside monitor, accurate waveforms and pressures were obtained. Ultimately, replacing the arterial pressure cable between the transducer and pump resolved the issue, restoring accurate waveforms and pressure readings. The faulty cable was removed from service and replaced. Since the product was not returned, device evaluation could not be performed. Based on the event description, the root cause was a defective arterial pressure cable between the transducer and the pump, which resulted in inaccurate pressure measurements and waveform distortion despite correct catheter placement and patient condition. The failure mode is addressed in the risk file and is operating within its risk profile. The instructions for use address the reported failure. No nonconforming material reports were identified that could have caused or contributed to the failure. The investigation does not indicate that the device was inadvertently released as nonconforming, adulterated, or counterfeit. Complaint history review did not identify any adverse trend, defined as an increase in the number of complaints over the past three months. Based on the rationale provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. No harm or injury to the patient was reported. Dr. (B)(6) reported a fiber optic (fo) sensor failure alarm on a cardiosave intra-aortic balloon pump during active patient support. The patient had recently been transferred from the cath lab. During troubleshooting, a kink in the fiber optic cable was identified, suggesting likely mechanical damage. The team was instructed to transition from fo to fluid-filled transducer pressure monitoring and to remove the fo cable from service. The cable was coiled, taped, and labeled: ¿fiber-optic sensor failure ¿ do not use.¿ the inner lumen was aspirated and flushed with the pump in standby. However, during setup, the touchscreen failed to respond when attempting to zero the transducer despite multiple attempts. Further troubleshooting identified a faulty arterial pressure cable. Due to this functional failure, a pump exchange was recommended, and the affected device was removed from service and sent for biomedical evaluation.